Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery that was moderately calcified. The nc trek 3.5 x 15 mm balloon dilatation catheter was being used for post dilatation and completely failed to deflate. Negative was held less than 10 seconds before attempting to deflate the balloon. The balloon was then inflated two to three times more at 20 plus atmospheres to deliberately rupture the balloon to remove it from the anatomy without further incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported deflation issue was unable to be confirmed due to the condition of the returned device. The investigation determined the reported complaint appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.